Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer was returned. The thermistor was submerged in a 36.9c water bath and read 36.9c on a vigilance ii monitor. Thermistor temperature reading accuracy is +/- .3c, per the vigilance manual. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. Continuity testing found resistance value within the allowable specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage was observed on the catheter body, balloon or returned syringe. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of abnormally high blood temperature reading could not be confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. It could not be determined if any clinical factors may have contributed to the event reported. No actions will be taken at this time.

Event description:
It was reported that the blood temperature reading was abnormally high. As a result; it was not possible to measure the cardiac output (co) on the first day of use. The actual temperature and/or the appearance of any error message was not reported. No occlusions or kinks were noted on the catheter. No tracings were available for review. There were no patient complications reported.